Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to place a temporary implantable pulse generator (ipg), the connection was loose and could be pulled out with light manipulation. Another lead was used and the "pins stayed in place more securely". The ipg remained in use until the permanent pacemaker was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction b3, b5, d1, d2 , h6 -annex a, annex b medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure to place a temporary implantable pulse generator (ipg) the connection between the pacemaker and the pacing catheter did not have a secure connection and would come lose despite being tightened, leading to a loss of capture and was unable to pace adequately until the adaptor pins of the lead were taped into the pacemaker port/cradle to secure the lead. It was noted that the connection was loose and could be pulled out with light manipulation. Another lead was used and the "pins stayed in place more securely". No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the temporary ipg exhibited loss of capture and was not able to pace adequately until the adaptor pins of the lead were taped into the pacemaker port/cradle to secure the lead.